Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon advancing the aortic body delivery system in the presence of significant calcium, the physician encountered resistance followed by an observed rupture of the iliac artery. The physician elected to abort the evar procedure, and the iliac artery was surgically repaired successfully resolving the rupture. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.